Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3660 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (reeq3660) have been reported from the same facility in (B)(6).

Event description:
It was reported three children in need of catheter removal due to malfunction of the catheter. Upon removal, a ruptured catheter was observed. Children had uneventful silicone PICC on another occasion. This report addresses the first patient and device.